Manufacturer narrative:
Concomitant products: product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 97740, serial # (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
Final device analysis for the stimulator revealed no significant anomalies.

Event description:
Later it was reported that the cause of the event was not determined. No actions had been taken at the time of report but the manufacturing representative thought that the doctor might try to open up the pocket and possibly replace the generator. The patient was still complaining of burning and pinching at the generator site. (B)(6) 2015 (B)(4) (hcp): additional information received reported that the patient had shocking sensation at the battery site. The patient had a battery replacement on (B)(6) 2015. The patient had been unclear on if this occurred only with the device on, or with the device on and off. This started occurring 5 weeks prior to report. The battery was implanted in her right chest. The device was occipital for migraines. The patient was getting great efficacy from migraines. An impedance check on the battery pre-operation showed that contact 7 had high impedances greater than 10,000 ohms with all contacts. This contact was not being used in the patient's current settings. Intra-op the device was exposed and the leads appeared to be fully seated in the device header. The leads were removed wiped clean and dry and inserted into a new battery. The lead impedance still showed high on contact 7. The doctor did not wish to replace the leads. The doctor planned to have the patient not use the program on the lead with high impedances to see if the shocking sensation resolved. The patient was instructed to use the program on 8-15 lead. It was unknown at the time of report if the shocking resolved. The patient's status at the time of report was alive with no injury. (B)(6) 2015 rp (con): no additional information received, product received.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had shocking sensation at the battery site. The patient had a battery replacement on (B)(6) 2015. The patient had been unclear on if this occurred only with the device on, or with the device on and off. This started occurring 5 weeks prior to report. The battery was implanted in her right chest. The device was occipital for migraines. The patient was getting great efficacy from migraines. An impedance check on the battery pre-operation showed that contact 7 had high impedances greater than 10,000 ohms with all contacts. This contact was not being used in the patient¿s current settings. Intra ¿op the device was exposed and the leads appeared to be fully seated in the device header. The leads were removed wiped clean and dry and inserted into a new battery. The lead impedance still showed high on contact 7. The doctor did not wish to replace the leads. The doctor planned to have the patient not use the program on the lead with high impedances to see if the shocking sensation resolved. The patient was instructed to use the program on (B)(6) lead. It was unknown at the time of report if the shocking resolved. The patient¿s status at the time of report was alive with no injury.

Event description:
It was reported that the patient had occipital placed leads, and reported a burning sensation at the implantable neurostimulator (ins) battery site in the patient¿s chest. Impedance checks were fine and x-rays were fine. The patient felt the stimulation where it was intended. The pinching or burning at the ins only occurred when the ins was on. Later it was reported that the cause of the event was not determined. No actions had been taken at the time of report but the manufacturing representative thought that the doctor might try to open up the pocket and possibly replace the generator. The patient was still complaining of burning and pinching at the generator site.